Manufacturer narrative:
The insulin pump powered up after battery installation, no blank display noted. However, the device displayed full segment display and constant audio tone alarm due to faulty connector on the interface board. Displacement test wasn't performed due to full segment display. Battery cap damage wasn't verified due to device was received without the original battery cap. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was making a high pitch squeal and had a blank screen. She didn't know her blood glucose level. Customer inserted the same batter and the display didn't return. Troubleshooting was performed and the display didn't return after a new battery was inserted. A battery cap was sent to rule out any issues with the battery cap. Customer called back on (B)(6) 2015, and stated the device continued to have a blank display. Customer inserted a new battery, changed the battery cap, and the device continued to have a blank display. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.